Manufacturer narrative:
Eval summary - the device was returned and no device damage was observed. An unapproved solution was observed in the device. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined by the investigation. It may be related to a failure to follow the dfu. The customer used an unapproved viscoelastic, which may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. Investigation has been completed based on current info. Add'l info was requested on 08/25/2011 by fax and mail. A completed questionnaire was received on 09/12/2011. (B)(4).

Event description:
An operating room supervisor reported that during intraocular lens (iol) implant surgery, while using this delivery system, the lens shot out of injector too fast and ruptured the capsule. In a f/u, the operating room supervisor reported the pt was treated with medication and a lens exchange is scheduled. It was indicated that an unapproved viscoelastic was used during the procedure.